Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the proximal end of the stent was lifted. The procedure was completed with another with the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the proximal end of the stent was lifted. The procedure was completed with another with the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a promus element plus mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed proximal stent damage. Proximal strut segment 1 was lifted and pulled proximally. The remainder of the stent was undamaged. The outer diameter of the undamaged crimped stent was measured and is within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).